Event description:
A customer contacted beckman coulter inc. (Bec) reporting that during maintenance the waste line started leaking from the synchron cx5 delta chemistry analyzer. The customer opened the wash concentrate cap without preparing the instrument to unload reagent, and wash concentrate squirted up to the ceiling. No operator exposure was noted in this event.

Manufacturer narrative:
The customer properly placed the waste tubing back the way it was. No further leaks occurred. (B)(4).